Event description:
It was reported that the inflatable penile prosthesis (ipp) had a failure last month. There was no good cylinder inflation and pumping. The cause of the failure is a fluid loss in both cylinders. All components were explanted and replaced. The patient is in a good condition.

Manufacturer narrative:
Investigation summary based on the information available, boston scientific concludes that the visual examination of the device identified that both cylinders had a fluid leak attributed to wear and cylinder 1 presented a bulge. Therefore, the reported allegations of fluid leak and mechanical issues were confirmed. Device history record (DHR) review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Device technical analysis visual examination of the device identified that cylinder 1 had bulge when inflated with a syringe. There as a hole in the outer tube at the fold in the cylinder body. Cylinder 2 had a leak in the proximal, cylinder body, attributed to wear at fold. Both cylinders had wear at fold. The cylinders kink resistant tubing (krt) was worn to the filament. Visual examination of the pump identified that the pump krt was worn to the filament and the sutures were exposed. No leaks were found at the pump shell. Visual examination of the reservoir did not identify any leak in the component. Functional testing of the pump and reservoir showed that the device performed within specification. Functional testing of the cylinders was not performed due to the leaks observed. Labeling review a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported fluid leak and mechanical issue cannot be established as the product is not available for analysis. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) had a failure last month. There was no good cylinder inflation and pumping. The cause of the failure is a fluid loss in both cylinders. All components were explanted and replaced. The patient is in good condition.